Manufacturer narrative:
Patient information.

Manufacturer narrative:
Device was returned for evaluation. Visual assessment showed the depth straws have been trimmed to the surgeons desired length. The needles are bent on both devices. Visual assessment shows t1 has been pushed back over the dimple, t2 remains in its customary position on the needle. The condition of the devices indicates excessive force was placed on it during use causing the needle to bend, which contributed to the reported non-deployment. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported t2 did not deploy. A backup device was available to complete the procedure. Delay was less than 30 minutes and no patient injuries were reported.